Event description:
It was reported that the patient had diaphragmatic pacing and perforation due to dislodgement of their right ventricular (rv) pacing lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).